Event description:
Clinical information: crd_1098 - triclip japan pas, patient site (B)(6). It was reported that on (B)(6) 2026, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 3. An xtw clip was inserted and advanced into the valve. It was noted that grasping was difficult due to a protruding aorta and dense subvalvular tissue. The clip got caught in the chordae twice and was able to be removed without causing tissue damage. The clip was then returned to the right atrium and repositioned. After an attempt to grasp the anterior septal region, a new tr (mild of less) was observed from the tip of the anterior leaflet clip arm during the process of closing the clip. The physician decided to remove the devices and discontinue the procedure. Tr remained at a grade of 3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.